Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): vagifem low pessaries for the treatment of: help lining of bladder. Treatment duration: ongoing. The patient was treated with other (please specify) for the treatment of: incontinence. Treatment duration: last 18 months.